Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. However, three unused 6fr angio-seal vip devices were received for product evaluation. All devices were received in a sealed header bag with all accessory components. The sealed header bags were opened and all unused devices were subjected to visual analysis. The accessory components were removed. There were no gross visual anomalies noted with any of the accessory components. All returned devices were subjected to functional testing. Device 1: the deployment sleeve was moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. Microscopic analysis of the distal tip of the hemostasis sheath revealed that the anchor was still present had properly posted to the distal tip. Then, the digital force was applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. Device 2: the deployment sleeve was moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. Microscopic analysis of the distal tip of the hemostasis sheath revealed that the anchor was still present had properly posted to the distal tip. Then, the digital force was applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. Device 3: the deployment sleeve was moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. Microscopic analysis of the distal tip of the hemostasis sheath revealed that the anchor was still present had properly posted to the distal tip. Then, the digital force was applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. The involved device was not returned for evaluation. Therefore, the investigation was based on user facility information and evaluation of the unused samples. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified the returned samples were of the normal product. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on january 31, 2019. The first angio-seal was used on the patient. However, per the attending doctor and assisting technologist, that device was lodged in the angio-seal sheath. The doctor removed that sheath from the patient. On the back table, he dissected that sheath and found the closure device was in the sheath. He then advised us to open a second angio-seal, and on the back table he deployed that angio-seal into test the device, and that device deployed as normal.

Manufacturer narrative:
Patient identifier - requested, not provided. Date of birth - month and day requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved "anigo"-seal vascular closure device did not deploy correctly; "its" deployed into the sheath. The doctor tested a second device. The patient was not harmed. The estimated blood loss was less than 250cc. The procedure was successful. There were no other devices or equipment used with the reported product. Additional information was received on january 10, 2019. The procedure was an abdominal angiogram using a 5fr super sheath. There were difficulties with the arterial access. There was an angiogram performed. Insertion of device was normal; deployment of angio-seal device was difficult. It deployed into the intro-sheath. The doctor took it apart and found the seal imbedded in tube. The patient was reported to be in stable condition. The doctor tested a second angio-seal outside of patient and it deployed correctly; however, the doctor decided on manual compression to achieve hemostasis.